Event description:
The info provided stated that after initial placement of the first coil (involved some manipulation to obtain optmum positioning of the microcoil within the aneurysm), and upon preparation to place a second coil in the aneurysm, an increase in the pt's blood pressure was noted. At this time, contrast was visualized outside the wall of the aneurysm. Protamine was admin and the attempt was made to place a second coil within the aneurysm unsuccessful and the second coil was removed and discarded. It was reported that the pt was then taken for cta scan and then to the ICU for observation. The post procedural imaging suggested a small coil protrusion indicating perforation. Post procedure, the pt reported a mild headache, but seemed aware and neurologically intact.

Manufacturer narrative:
Device not returned for evaluation. The mfg records for this were reviewed and did not reveal any outstanding discrepancies, design or quality concern.